Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a right colectomy procedure, the device was fired and a few staples did not form (unknown location on staple line). The surgeon oversewed the area. It is unknown on which firing this occurred. One week post-op, the patient went to surgeon's office and presented with fever. A CT scan was ordered and it showed a "leak." Patient was brought back to surgery and a drain was placed. The drain was removed one week later and patient is doing fine. Device was discarded from original procedure.

Manufacturer narrative:
(B)(4). Additional information: additional information received: was the instrument fired across or near an existing staple line or clip? Unknown was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Ecs29a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staples, but unknown location on the staple line. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Unknown. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. Was a leak test completed? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Where is the location of the anastomosis and staple lines? Unknown. Was anything additional done besides the drain? No. Was the location of the leak in the proximity of the staple lines? Yes.